Event description:
It was reported by the doctor tom worth, that the customer was hospitalized for an unknown reason. It was also reported that the customer has not been wearing the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).